Event description:
It was reported that during an implant attempt, the left ventricular (lv) lead thresholds were greater than 6 volts. The lead was removed and replaced with another lead that had a threshold of 3 volts, in approximately the same position. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. (B)(4).